Manufacturer narrative:
The device was evaluated at the customer site. A service engineer (se) evaluated the device. The se engineer proceeded to run long testing over more than 24 hours without finding any issue. The portal flow sensor operation persisted as normal. It was decided to replace both the ifb board and portal flow sensor. Subsequently, all testing was completed successfully.

Event description:
Device user (du) reported that they have a liver on board device and at approximately 22 hours of perfusion the portal flow on the graphical user interface (gui) displayed < 0.3, hepatic artery (ha) flow 1.3 & inferior vena cava (ivc) 1.6. The liver appeared to have good global perfusion and vessels are full. Troubleshooting was performed. The flows read normal and then shortly after the portal vein (pv) sensor read very low. The soft-shell reservoir (ssr) was stable and the team evaluated the labs. They looped in the clinical specialist (cs) and they both agreed that this could be a portal flow sensor issue. Suggested placing an external flow probe on the device. The plan was to pump the liver for approximately 4 more hours. The surgeon came to evaluate the liver in the bowl. The liver appeared to have good global perfusion; all vessels were full.